Event description:
Caller reported an alarm 2 followed by alarm 26. There was no information available regarding the impact on the customer¿s blood glucose level multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.